Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritoneal inflammation. The cause of the event was unknown. It was reported if the patient was hospitalized for unspecified treatment for the event. At the time of this report, the patient remained hospitalized and was not recovered from the event. Action with pd therapy was unknown. No additional information is available as the reporter declined follow up.